Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user found the jaws of the applier misaligned during testing before use on a patient.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in march of 2020. Evaluation of the returned instrument shows that the tips are loose and misaligned , and the jaw pivot pin is slightly sticking out on one side of the outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the drive rod fingers (n00185) that actuate the jaws are damaged. It is suspected that the damaged drive rod fingers are what caused the jaws to become loose and misaligned in the closed position. It is suspected that this instrument has been mishandled at the end user's facility. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the user found the jaws of the applier misaligned during testing before use on a patient.